Manufacturer narrative:
H3, h6: the navio surgical system be/fr/de, (norway) product npfs02020, (B)(6) intended for use in treatment was not made available to the designated complaint unit for evaluation however log files were reviewed. A definitive relationship between the reported event and the device could not be confirmed. The log files were reviewed and found that the intra-op was failing to initialize, causing the navio application to exit unexpectedly. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Although the reported problem was not confirmed, a contributing factor may be a communication failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during a navio dry sawbone tka demo, they received the "system has detected that the navio app has unexpectedly exited." Error just after case information screen. They re-started the case and it gave the same error, then they had to re-start the system again for the error to disappear and continue with a delay of fewer than 30 minutes. No patient involved. No other complications were reported.